Manufacturer narrative:
Device evaluation confirmed the reported issue. The device transducer was unable to be plugged due to a damaged transducer receptacle. Minor scratches and dents were observed on the housing. The identified parts were replaced, device was repaired. Once completed, the device was tested and passed all required testing and specifications. Based on evaluation findings the reported issue was confirmed. The issue was due to a damaged transducer plug. Probable cause can be due to handling and or maintenance issue.

Event description:
It was reported that during device maintenance the device was found with a broken piece where the handpiece is plugged in. There was no patient involvement on this event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to inform that upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.